Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 1.

Event description:
Reference number (B)(4) event occurred in france. It was reported that the patient faced infusion set event where tubing became disconnected at the end of the catheter on (B)(6) 2025. The patient faced this issue with 10 infusion sets. No further information available.